Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump is not working correctly. Customer stated that it is shutting off with no warning and says low battery limit. Customer replaced the battery 3 days ago and stated that she put 3 different batteries before the pump turned on. Customer stated that the pump was fine this morning. Customer stated that the screen went blank after checking her blood glucose. Customer tried 2 batteries and the second battery turned the pump on. Customer also had an unexpected restart alarm yesterday. Customer stated that the battery did not last more than 1 week. Customer stated that her screen keeps going blank and turning back on. Customer's current blood glucose is 98 mg/dl. Customer inserted a new battery and the display returned. Customer was advised to monitor the pump and will be sent a replacement battery cap. Customer declined troubleshooting for the external ram crc error alarm.